Event description:
It was reported that the ilet insulin pump displayed an empty cartridge alert following a previously dismissed occlusion alert, after which the user¿s blood glucose rose to 300 mg/dl; the caregiver reported manual short-acting insulin administration and meal announcements as treatment, and insulin delivery resumed after guided cartridge replacement using a contact detach infusion set. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education with restoration of insulin delivery. Investigation included user interview, review of device alerts, and guided troubleshooting. Investigation of this case revealed an empty cartridge in the pump with no evidence of leakage and uncertainty regarding completion of the rewind step. It was concluded that the cause of hyperglycemia was unclear, and user technique error related to cartridge handling could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.